Event description:
The following was reported by the ous affiliate: the patient was admitted for an elective coronary angiogram. The target lesion was the proximal left anterior descending, mid left anterior descending and the 1st diagonal branch. The proximal and mid left anterior descending were de novo, concentric and bifurcated lesions. Aha/acc classification was a type c for these vessels. The 1st diagonal branch was a de novo, concentric and ostial lesion. The aha/acc classification is a type b1. Pre-dilation was conducted with a balloon (2.5/20mm) at 12atm. Inflation time was unk. The 1st cypher stent (2.5/23mm) was implanted at 18atm for 30 seconds at the 1st diagonal branch. Then, a 2nd cypher stent (2.5/23mm) was implanted at 18atm for 30 seconds at the mid left anterior descending. The 3rd cypher stent (3.0/23mm) was implanted at 18atm for 30 seconds at the proximal left anterior descending. The stent was replaced by the crush technique.

Manufacturer narrative:
Post dilation was conducted with the sds balloon (2.5/25mm, 3.0/25mm) at 18atm several times only on the cypher stent implanted at the left anterior descending because the balloon did not cross the stent implanted at the 1st diagonal branch. Inflation time was unk. Ivus was not conducted. Timi flow before and after the procedure was 3 for the proximal and mid left anterior descending and 2 before the procedure for the 1st diagonal branch and 3 afterwards. The residual of stenosis after the procedure was 25%. Act was not measured. Eight months later, a follow up coronary angiogram was conducted; the patient was in satisfactory condition. Six days later, the patient complained of chest pain and was brought to the hospital. An increase in st was observed and the patient went into vf. Coronary angiogram was conducted and the cypher stent implanted at the proximal and mid left anterior descending were occluded with thrombus. To treat the thrombus, aspiration was conducted. Then, poba was conducted with a balloon (3.0/15mm). Inflation time and pressure are unk. Iapb was inserted. The next day, it was confirmed that the blood flow at the proximal left anterior descending was good. The following medications were administered: aspirin, ticlopidine hydrochloride, clopidogrel and heparin. Physician's comments: the possible cause of the thrombotic event was because clopidegrel was stopped six months after the cypher stents. The medication was stopped because half a year passed since the cypher stents were implanted. Please note that this device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt. This is one of two products. Please reference MFR# 9616099-2006-00348 and 9616099-2006-00349.